Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Investigation: analysis and results: there is one previous complaint of this code-batch. We manufactured and distributed in the market 1,656 units of this code-batch. There are no units in our stock. We have received 60 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received we have noticed that some threads (47 of 60) break easily in the attachment area. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Remarks: we have informed the involved personnel of the incidence. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for two boxes of product as compensation. No corrective/preventive actions needed.

Event description:
It was reported that there is an issue with needle detachment. The reporter indicated that during a urology procedure of a phimosis intervention (intradermal plane) the needle detached from the thread. The event occurred intra and pre-operative. Patient information is not available.